Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient received a replacement programmer but was still experiencing poor communication with the new controller. The patient stated she was advised to see a healthcare professional regarding the implanted battery. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor it was reported that the patient was seeing poor communication. The patient stated they had an x-ray a couple weeks ago (it was confirmed the x-ray was unrelated to the device/therapy) and turned off the ins before the procedure. The patient stated since the x-ray they were unable to turn the device back on because their screen showed a poor communication message. The patient mentioned they could really tell their therapy wasn¿t working because they were experiencing a return of symptoms where they had been ¿oozing¿ stool all day long. The patient replaced the batteries in the programmer with brand new alkaline batteries, but the troubleshooting did not resolve the issues with poor communication. There were no further complications reported.